Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling of the device with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: june 4, 2013 - june 5, 2013. The device was returned for evaluation. Visual inspection identified a ruptured reservoir. Microscopic examination identified markings on the exterior surface of the reservoir near the rupture line. The evaluation confirmed the reported condition. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.